Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). Surgery to reposition the magnet was completed on (B)(6) 2016. The implanted device remains.